Manufacturer narrative:
H3: logs shows that there is no unintended shutdown of the ventilator occurred as per the logs. No failure visible on logs. Device functioned as designed.

Event description:
Additional information received indicates that the ventilator logs were evaluated for investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during the morning huddle it was noticed that the patient had a passey muir valve in situ in their ventilator circuit and their tracheostomy cuff was inflated which is incorrect. The valve was removed from the circuit immediately. The patient was found to be disconnected from the ventilator at this time and the log history request was to see at what time a disconnection occurred, if possible. The patient was fine, no instability and no loss of saturations. No harm caused.